Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a critical pump error a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose was 9.7 mmol/l. Customer stated that insulin pump was exposed to moisture. Customer stated o-ring was free of debris. Customer stated battery cap was not damaged. Customer states pump was not exposed to a high magnetic field. Customer stated that self test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm keypad anomaly or pump error 35 alarm due to constant critical pump error alarm.